Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging meter remote (error 1) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/28/2017 with the following findings: a review of the meter history showed an error 1 sub code 27. During testing, the meter remote was powered on and immediately paired successfully with a test pump to complete investigation. No errors were duplicated during testing.